Event description:
Allegedly, patient revised due to cocr neck fracture. Right additional information received from legal, (B)(6) 2019. Patient had a broken stem. The stem and neck separated. Changing incident mode. Additional information received from wright medical legal, (B)(6) 2019. Adding corrosion and metal on metal complications.